Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for analysis. The shaft separation was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the target lesion was located in the distal right coronary artery (rca) with moderate tortuosity and moderate calcification. The 2.5 x 38 mm xience xpedition stent was advanced and attempted to cross the lesion. However, the hypotube became separated. The device was retracted from the anatomy without issue. A non-abbott stent was able to cross and was implanted successfully. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.